Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip xt was successfully implanted. A second mitraclip was prepared when the patient became hemodynamically unstable. The procedure was discontinued; the final mr was grade 4+. There were no clinically significant delays reported. Additional requests for specific patient conditions and status have been unsuccessful. Any additional information received will be provided in a final report.